Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient had difficulty charging the ipg and was having signs for end of battery life. It was noted the patient was experiencing inadequate stimulation due to high impedances. Multiple lead fractures were also noted. Database analysis revealed that the charge profile shows signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The impedance measurements were observed to be high for 5 contacts. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.

Manufacturer narrative:
Additional information was received that there would be no further course of action at this time.

Event description:
A report was received that the patient had difficulty charging the ipg and was having signs for end of battery life. It was noted the patient was experiencing inadequate stimulation due to high impedances. Multiple lead fractures were also noted. Database analysis revealed that the charge profile shows signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The impedance measurements were observed to be high for 5 contacts. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2352-50 serial#: (B)(4) description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient had difficulty charging the ipg and was having signs for end of battery life. It was noted the patient was experiencing inadequate stimulation due to high impedances. Multiple lead fractures were also noted. Database analysis revealed that the charge profile shows signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The impedance measurements were observed to be high for 5 contacts. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.

Manufacturer narrative:
A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient had difficulty charging the ipg and was having signs for end of battery life. It was noted the patient was experiencing inadequate stimulation due to high impedances. Multiple lead fractures were also noted. Database analysis revealed that the charge profile shows signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The impedance measurements were observed to be high for 5 contacts. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.